Event description:
It has been reported to philips that there was a system failure at start up of the system. No harm has been reported to philips. A philips service engineer inspected the system onsite and identified that movements were not available. Philips is further investigating this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field safety engineer (fse) inspected the system onsite and confirmed that geometry movement are partially available because of loose ipc board. The engineer reseated the can board and memory. The troubleshooting solves the issue and returned the system to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.